Manufacturer narrative:
D2b pro code (product code): obj. Good faith effort attempt was made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported that a catheter issue occurred. The opticross 6 hd imaging catheter was selected for ultrasound examination of the target lesion. During the procedure, the catheter became kinked and got stuck on the guidewire. There were no patient complications.